Manufacturer narrative:
The field service representative (fsr) verified there was no power to the auxiliary outlet. He opened the base and found a circuit breaker to have an intermittent connection as the current would flow through when the connector was manipulated. He replaced the circuit breaker. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) auxiliary outlet that had the vaporizer plugged into it had no power. As mitigation, the plug to the vaporizer was plugged into a wall outlet. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.